Event description:
Same case as MDR: 2134265-2014-00819; 2134265-2014-00820. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in a percutaneous coronary intervention procedure. During the procedure, the physician attempted to perform pullback but automatic pullback failed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition with no visible damage observed. The acq pc met specifications of the functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of not confirmed was assigned as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR: 2134265-2014-00819; 2134265-2014-00820. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in a percutaneous coronary intervention procedure. During the procedure, the physician attempted to perform pullback but automatic pullback failed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device code # 1536 relates to component code # 3087. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).